Manufacturer narrative:
A 0xb6, automatic glucose control (agc) bolus command received in open loop, hazard alarm was observed in pod data. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). No damages or defects were found that would cause the alarm. The cause of the 0xb6 hazard alarm could not be determined. The exposed portion of the soft cannula was observed to be kinked and measured to be stretched. Fluid was still able to flow through the entire fluid path. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin. It could not be determined when or how the damage occurred.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod. It was reported by the patient that the pod was alarming during operation.